Event description:
Customer is reporting on one dialyzer there was a blood leak 30 minutes into treatment. The patient lost about 500 ml of blood, but was fine. No medical intervention was needed. Dialyzer was used 42 times.